Manufacturer narrative:
H.6. Investigation: customer returned five (5) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported dialing up 12 units on 04/02/19, during injection, the insulin flow stopped at 8 units, so he used a second pen needle to get 4 units more. Consumer also stated he noticed the non-patient end bent before he attached pen needle to insulin pen. All five returned samples were examined, and it was observed that all five had bent non-patient end (npe) cannulas, however, no evidence of manufacturing defects was observed on these samples. As all five samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883, batch no: 8072769. Verbatim: stated on 04/03/19 he dialed up 13 units, during; injection, the flow stopped at 7 units, he used a second pen needle to get 6 units more. Stated he noticed the non-patient end bent before he attached pen needle to insulin pen, lot: 8072769, expiration date: 2023-03-31, item: 320883. Samples available. Always primes before use.

Manufacturer narrative:
The initial reporter e-mail and initial reporter addr 1 have been updated. The following information has been updated: initial reporter addr 1: (B)(6). Initial reporter e-mail: unknown.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883; batch no: 8072769. Stated on (B)(6) 2019 he dialed up 13 units, during; injection, the flow stopped at 7 units, he used a second pen needle to get 6 units more. Stated he noticed the non-patient end bent before he attached pen needle to insulin pen, lot: 8072769, expiration date: 2023-03-31, item: 320883. Samples available. Always primes before use.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883 batch no: 8072769. Verbatim: stated on (B)(6) 2019 he dialed up 13 units, during; injection, the flow stopped at 7 units, he used a second pen needle to get 6 units more. Stated he noticed the non-patient end bent before he attached pen needle to insulin pen, lot: 8072769, expiration date: 2023-03-31, item: 320883. Samples available. Always primes before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320883, batch no: 8072769. Verbatim: stated on (B)(6) 2019 he dialed up 13 units, during; injection, the flow stopped at 7 units, he used a second pen needle to get 6 units more. Stated he noticed the non-patient end bent before he attached pen needle to insulin pen, lot: 8072769, expiration date: 2023-03-31, item: 320883. Samples available. Always primes before use.